Event description:
Upon manufacturer receipt of devices, it was discovered that a torque driver shaft had a broken tip. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5 - number of reports.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5397009 was released in a single batch. ¿ batch1: lot qty of 105 units were released on august 13, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual analysis of the returned sample revealed that the distal tip (drive feature) of the device was twisted. The very distal portion of the tips was rounded. The dimensional inspection was not performed due to the post-manufacturing damage. The noted twisted condition was consistent as end-of-life indicators for the device. It should be noted that as part of the depuy synthes quality process all devices are manufactured, inspected, and released to approved specifications. The complaint was confirmed for the received device. After a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Document/specification review: - instrument failure due to normal wear guidance and rationale for complaints device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a posterior lumbar interbody fusion (plif) at l4/5 treating lumbar spondylosis on (B)(6) 2021, torque was not able to be applied to a screw a few times with the screwdriver. It was finally found that the tip of the screwdriver had chipped slightly. A different screwdriver was used to complete the surgery. X-ray confirmed that no fragment had been left in the patient. The procedure was completed less than thirty (30) minute surgical delay. Patient was stable. This report is for a verse x25 inserter/tightener. This is report 1 of 1 for (B)(4).